Event description:
The complainant has reported that a pt underwent a therapeutic upper gi evaluation for hemostasis within the stomach.the resolution clip device deployed prematurely when the clinician pulled back on the sheath.two previous attempts resulted in similar premature deployment issues(see MFR ID#6000048-2006-00068 and 6000048-2006-00069 attached)before the procedure could be completed with use of another of the same device.the pt was noted to have not substained any complications or ill effect as a result of the deployment issue.the pt condition is listed as 'ok'.